Event description:
It was reported that during routine testing, it was found that 6 electrode channels have high impedances. The parents then mentioned that the child hit her head some days ago, while playing with her sister. There are no visible injuries on the child's head. As the pt was first activated in early 2008, the parents did not notice any shortfall in the functionality of the implant system. On four months later, add'l testing was carried out, which showed 10 channels having high impedances.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.